Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective uim (user interface module) for evaluation. Therefore, no root cause could be determined. However, customer troubleshot the unit, the loose cable was reconnected, unit was tested, and touch screen was functional for two week. Customer stated problem is intermittent. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator touch screen is intermittently non-responsive. The customer confirmed that there was no patient involvement associated with the reported event.